Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under therapy electrode pads. The area was described as burn-like marks and an irritation with scratches. During a follow up, the patient reported that the irritation had gotten worse and developed into an open sore. A final follow up indicated that the patient saw her doctor, but he didn't provide any recommendations for treating the irritation. The patient indicated that she was using an antibiotic on the affected area. The final medical outcome of the irritation is unknown.